Event description:
Revision surgery - due to the patient falling the screw came out of the head and loosened the taper with the glenoid head.

Manufacturer narrative:
The reason for this revision surgery was identified as trauma that caused the screw to come out and loosening the taper with the glenoid head after 6 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the trauma was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.